Event description:
The physician reported the intraocular lens was initially implanted in 2003. In 2006, the patient presented with reduced visual acuity. Upon excamination, the physician observed a haptic in the patient's anterior chamber. The haptic was removed and visual acuity recovered.

Manufacturer narrative:
The manufacturer is unable to confirm the physician's observation as the lens remain implanted and is not available for analysis. No abnormalities were found during the manufacturing, inspection and labeling processes associated with this intraocular lens. We are unable to identify any probable causes for this report or definitively determine how this event may have occurred.